Event description:
The customer reported to beckman coulter (bec) that the probe on the unicel dxh 800 coulter analyzer pierced through the bottom of the bec calibrator tube causing a hole and material leaked into the cassette. The volume of the leak was less than 4 ml. The customer indicated that they tried to use a different tube and the same occurred. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were associated with this event. There was no death, injury, or effect to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse aligned the tube bottoms for bec control tubes and for normal tubes. The fse ran the tubes through and all were pierced fine. The fse indicated that the alignment was too far down into tube for piercing bottom of calibrator. After the alignment, the instrument was piercing to proper depth. The fse ran controls and daily checks and all results passed. The customer was sent a replacement calibrator material. Failure mode was that the probe was not properly aligned for calibrator tube. (B)(4).